Event description:
Patient with an ulna fracture was implanted with a 2.7mm locking compression plate (lcp) ulna osteotomy plate on an unknown date. Patient complained of painful hardware and requested hardware removal. Patient was returned to the operating room on (B)(6) 2013 for removal. All hardware was intact and patient had healed. This report is 7 of 7 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Additional product: hwc. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.